Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Continued handling and manipulation of the device while attempting to advance to the lesion likely caused the reported detachment of a device component. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified distal left anterior descending lesion. A 2.50x18mm rx xience prox stent delivery system (sds) failed to cross due to the anatomy and the proximal shaft separated. The device was simply withdrawn. Another xience device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.